Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a unknown procedure on (B)(6) 2022 when it was reported, ¿surefit pad is not sticking.¿ there was no report of injury, medical intervention. Per further assessment "pt is fine, no problems", and no extended hospitalization was necessary. The procedure was completed using alternate device with report of no delay to surgery. Further assessment also that found skin was prepared at the application site according to facility protocol to allow for the pad to adhere properly. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to a previous injury filing for this failure mode.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a unknown procedure on (b)(3) 2022 when it was reported, ¿surefit pad is not sticking.¿ there was no report of injury, medical intervention. Per further assessment "pt is fine, no problems", and no extended hospitalization was necessary. The procedure was completed using alternate device with report of no delay to surgery. Further assessment also found skin was prepared at the application site according to facility protocol to allow for the pad to adhere properly. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to a previous injury filing for this failure mode.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record could not be reviewed as a lot number was not provided. A two year lot history review could not conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not open package until ready to apply pad to skin.inspect the pad and cable.do not use if expired or apparently damaged.check expiration date on package. This issue will continue to be monitored through the complaint system to assure patient safety.